Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that insulin squirted out while attempting to change the infusion set and to prime, but the numbers were not ramping. The father stated that the insulin pump alarmed an error during the infusion set change. No further information was provided.